Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2011 and (B)(6) 2012. A review of the device history record has been completed. No deviations or non-conformances noted. The events of mylagia, fatigue, lupus is are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported having had left side severe breast pain and having experienced a lump/nodule, irritation/inflammation, and raynaud¿s phenomenon. Patient also reported having been diagnosed with lupus or lupus like syndrome, chronic fatigue syndrome, myalgia, and a connective tissue disorder (not otherwise specified)/ undifferentiated connective tissue disorder (uctd), and a mixed connective tissue disease. Patient additionally reported having been diagnosed with a neurological disease specified as, ¿carpel tunnel syndrome and eye drop muscle weakness.¿ for side unspecified events, this file is for the left side. Reportedly the participant has been treated effectively with tramadol and soma. The participant had surgery for carpal tunnel. Healthcare professional reported left side deflation, device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on radius, posterior and anterior, wear abrasion and crease fold. Leak test and microscopic analysis was performed which identified: striated opening on radius, anterior and posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius, anterior and posterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Patient reported having had left side severe breast pain and having experienced a lump/nodule, irritation/inflammation, and raynaud¿s phenomenon. Patient also reported having been diagnosed with lupus or lupus like syndrome, chronic fatigue syndrome, myalgia, and a connective tissue disorder (not otherwise specified)/ undifferentiated connective tissue disorder (uctd), and a mixed connective tissue disease. Patient additionally reported having been diagnosed with a neurological disease specified as, ¿carpel tunnel syndrome and eye drop muscle weakness.¿ for side unspecified events, this file is for the left side. Reportedly the participant has been treated effectively with tramadol and soma. The participant had surgery for carpal tunnel. Healthcare professional reported left side deflation. Device has been explanted.